Manufacturer narrative:
Returned for evaluation were the upper portion of two broken pedicle screws consistent with the event as reported. Due to the length of time in situ following the initial breakage, the material on the surface of the screws at the break was burnished preventing further evaluation of the fracture surface. Review of the DHR found no device issues for the identified production lot. All other parts returned with these screws were visually inspected and were found to display wear patterns consistent with normal use.

Event description:
Approximately one year post-operatively following a posterior lumbar interbody fusion, two broken screws in a one level pedicle screw construct were noted on radiograph. A surgical procedure was performed approximately six months later to remove the pedicle screw construct including the broken screw heads, the two rods and four locking caps. The surgeon did not replace the construct. The surgeon has noted that this patient experienced a fall while skiing a short time after the initial implant surgery which he has associated to this event.